Event description:
It was reported that the xenon light source had no image. The event occurred during a diagnostic colonoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. No troubleshooting was performed. Customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.